Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he needed to press too many buttons for the bolus to delivery and that his insulin pump was inappropriately activating threshold suspend mode. He also reported that the sensor gave inaccurate readings and that the insertion device was getting jammed. No blood glucose reading was given. Nothing further was reported.